Manufacturer narrative:
A2. Only the year of the patients birthdate was reported to medtronic. Therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the patient had an artisse 6mm device implanted on (B)(6) 2025 despite previous information indicating the implanted device was not a medtronic device. The patient experienced a moderate hemorrhagic event on the date of the procedure which had resolved by the next day (on (B)(6) 2025). The patient was hospitalized for a total of 7 days and changes were made to antiplatelet medication. The site investigator's review of the event concluded the hemorrhage had a causal relationship to the procedure and was possibly related to the artisse device.